Event description:
The customer reported the fluoroscopic image was superimposing upon itself effectively eliminating the ability to view a usable image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system cpu assembly was evaluated and replaced. An associated upgrade of the system interface, video controller u3 chip, image processor, display adaptor, gib, smart switch, and ffb pcb assemblies was also performed. The main hard disk drive was also replaced and the system was updated with release 30 software. The system was tested and found to be working as intended and returned to service.